Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if any additional information is received.

Event description:
It was reported that during charging, the battery for aseptic transfer kit, part number 89-8510-440-20 serial number and lot number unknown, exploded after 75 minutes of charge on the compact battery charger, part number 89-8510-421-00 serial number (B)(4). Fluid leaked out from the battery. No surgery was involved. There was no harm or impact to the people and environment in the room reported. There was no damage on the compact battery charger either. After several minutes the battery was removed.

Event description:
It was reported that during charging, the battery for aseptic transfer kit, part number 89-8510-440-20 serial number (B)(6), exploded after 75 minutes of charge on the compact battery charger, part number 89-8510-421-00 serial number (B)(6). Fluid leaked out from the battery. No surgery was involved. There was no harm or impact to the people and environment in the room reported. There was no damage on the compact battery charger either. After several minutes the battery was removed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Compact battery charger part number 89-8510-421-00 serial number (B)(6) was returned with battery for aseptic transfer kit part number 89-8510-440-20 serial number (B)(6) for complaint investigation. Upon receipt, it was confirmed that the battery plugger of the compact battery charger was melted leading to voltage issue. The battery for aseptic transfer kit was the root cause of the overheat. Design history record review was performed and no issue was discovered during the manufacturing process that could explain the defect reported. The device was not repaired and it will be recycled in zimmer geneva premises as per customer instruction.